Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm and battery out limit. The customer¿s blood glucose level was 250 mg/dl at the time of the incident and treated it with shot. The customer declined troubleshooting for high blood glucose. It was also reported that the customer woke up and battery was dead and customer did not received failed battery test after tightened the insulin pump. The insulin pump will not be returned for analysis.